Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a toric implantable collamer lens into the patient`s eye. The lens was reported as overvaulted. The lens remained implanted. Additional information has been requested but none has been forthcoming.